Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with a diagnosis of hydrocephalus was taken to surgery on (B)(6) 2020 for placement of a ventriculoperitoneal shunt. On (B)(6) 2020, during touch time, the parents noted the dressing over the repair site to be saturated. The neurosurgery team was notified, and the patient was examined. Per notes, the shunt was tapped with 0.5 mls obtained; specimen was sent to lab for culture. The patient was taken to surgery on (B)(6) 2020 for removal of the previous ventriculoperitoneal shunt in it's entirety with replacement; lumbar myelomeningocele wound revision. Per operative note, upon removal of the reservoir of the old shunt, there was no flow from the proximal ventricular catheter. The distal system was interrogated, and there was intermittent distal flow. The patient remained in patient at the time of the report and per notes was doing well.